Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 440mg/dl, motor error and a no delivery alarm. Troubleshooting found that the reservoir that the customer was using was occluded and a new reservoir resolved the issue of not getting insulin in the tubing. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer explained that the high blood glucose was due to the no delivery. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and the reservoir was not occluded.